Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire separation occurred. The target lesion was located in the saphenous vein graft (svg) to the circumflex artery. A filterwire ez and a non-bsc guide wire, used as a buddy wire, were positioned in the lesion. An unspecified stent was intended to be advanced over the filterwire; however, the stent was inadvertently advanced over the non-bsc guide wire and deployment of the stent subsequently trapped the filterwire. While removing the filterwire, the distal portion of the wire was separated and left in the svg. The device fragment was not able to be removed. Another stent was advanced to trap the wire against the vessel wall and complete the procedure. There were no further patient complications reported and the patient's status was stable.

Event description:
It was reported that wire separation occurred. The target lesion was located in the saphenous vein graft (svg) to the circumflex artery. A filterwire ez and a non-bsc guide wire, used as a buddy wire, were positioned in the lesion. An unspecified stent was intended to be advanced over the filterwire; however, the stent was inadvertently advanced over the non-bsc guide wire and deployment of the stent subsequently trapped the filterwire. While removing the filterwire, the distal portion of the wire was separated and left in the svg. The device fragment was not able to be removed. Another stent was advanced to trap the wire against the vessel wall and complete the procedure. There were no further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Event date: corrected to (B)(6) 2013 upn- search: corrected from h749201001900 to h749390711900. Upn: corrected from h749201001900 to h749390711900. Catalog/model #: corrected from 20100-190 to 39071-190. (B)(4).